Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/03/2015 with the following findings: evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary (B)(6) battery. When a new (B)(6) battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. A dim / pink/display was found. Investigators found a crack in case near upper right corner of display-damage to pump case. There was evidence of the moisture corrosion on transceiver and display boards. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Evaluation revealed a dim, pink display, a cracked battery compartment and moisture in the battery compartment. This report is made based on results of investigation completed on 12/03/2015.